Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion, heavily calcified, moderately tortuous subclavian artery with 85% stenosis. A 8x29mm omnilink elite balloon expanding stent system (bess) was advanced; however, resistance was felt during advancement into the anatomy and the stent became dislodged. A snare was used to remove the dislodged stent. It was noted that the stent was deformed. An additional omnilink elite bes was used to complete the procedure. There were no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgment and stent damage was confirmed. The reported difficulty to advance could not be confirmed as it was related to procedural circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulties and unexpected medical intervention appear to be related to circumstances of the procedure. In this case, it is likely the device interacted with the challenging anatomical conditions during advancement causing the reported resistance and subsequent stent dislodgement. The damage to the stent likely occurred during the dislodgment, or during removal of the stent with the snare device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.